Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming 0600 on the day of disconnection and read 10.5 ml remaining, however the cassette was empty. No adverse patient effects were reported no additional information is available at this time